Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 for mfg. Report no. 1118880-2015-00065 to provide the retention sample evaluation results. The actual sample was not returned to the manufacturing facility for evaluation and the lot number was not reported. Therefore, the investigation was based upon evaluation of the user facility information and retention samples from the current lot and surrounding lots. A visual examination of the samples confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The exact cause of this complaint cannot be determined based on the available information and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 1118880-2015-00065 to provide the retention sample evaluation results.

Manufacturer narrative:
(B)(4). The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss602 device. Follow-up communication from the user facility reported the following information: leakage was reported in the 6fr sheath; the leak occurred as the doctor placed thrombolytic catheters inside; and the patient's condition was reported as good.